Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
No blood glucose levels reported. It was reported that the customer removed the sensor of the insulin pump but a piece of the sensor was missing. The customer reported that the needle of the sensor was shorter than normal and possibly might still be inserted in the stomach of the customer. The customer reported that is not known whether the sensor needle was fractured, but it does appear to be missing after removal from the body. The customer also reported that one of the sensors of the insulin pump was bent. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.